Event description:
On (B)(6) 2011, a spontaneous report was received regarding a (B)(6) female who received an injection of perlane (cross-linked hyaluronic acid dermal filler). On (B)(6) 2011, additional info was received from a registered nurse who confirmed the pt was injected with perlane-l (cross-linked hyaluronic acid dermal filler with 0.3% lidocaine) not perlane, as was previously reported. Based upon the info received, the case was deemed reportable. Medical history included previous injection of botox (onabotulinumtoxina) and juvederm (cross-linked hyaluronic acid dermal filler) on unk date(s) after which the pt developed flu-like symptoms; face lift on an unspecified date in (B)(6) 2011; penicillin allergy and keflex (cephalexin) allergy; the pt had no underlying medical conditions. The pt's skin type was fitzpatrick I-ii. The pt was not taking any concomitant medications. The pt received a two syringe injection of perlane (syringe size and amount injected unk) on (B)(6) 2011 to the folds in her cheek area. Pre-procedure medication included an unspecified topical numbing cream. No additional procedures were performed at the time of implantation. On (B)(6) 2011, almost immediately after the injection, the pt developed redness on her cheek areas which she immediately "iced down." On an unspecified date in (B)(6) 2011, the pt spoke with her plastic surgeon via telephone who recommended she take a medrol dosepak (methylprednisolone). The pt refused to take the medication. Over the course of time "until (B)(6) 2011," the pt could feel big lumps on both sides of the bridge of her nose. On (B)(6) 2011, the pt was evaluated by her plastic surgeon who told her that he thought "it looked okay," but once again recommended a medrol dosepak and ibuprofen. By (B)(6) 2011, the pt's eyes and face were really swollen so she started to take both the medrol dosepak and ibuprofen as recommended. The pt also began to massage the area. By (B)(6) 2011, the pt could see the whole outline of where the perlane was injected into her cheeks, although it was worse on the left side. The events had not improved or worsened with treatment and the pt planned to see her plastic surgeon again on (B)(6) 2011. The pt refused to provide healthcare provider contact info. The lot number and expiration date for perlane was reported as unk. On (B)(6) 2011, additional info was received from a registered nurse. Medical history included previous injection of juvederm on an unk date with no adverse reaction; face lift on an unspecified date in (B)(6) 2011 and allergies to keflex, penicillin and sulfa; the pt had no medical conditions. The pt's skin type was fitzpatrick ii. Concomitant medications included an unspecified multivitamin. The registered nurse confirmed the pt had received a 2 cc injection from two 1 cc syringes of perlane-l on (B)(6) 2011 to the cheeks and nasolabial folds. The injection technique and pre-procedure medication used were reported as unk, as the registered nurse stated that she "did not do the actual injection." No additional procedures weer performed at the time of the implantation. On (B)(6) 2011, the pt presented to the clinic complaining of swelling of her face and that areas of her face were firm to the touch. The pt returned to the clinic on (B)(6) 2011 and the swelling and hardness had gotten worse. An unspecified antibiotic was prescribed for the pt and no pertinent laboratory tests were performed. The pt was taking a medrol dosepak at the end of the week of (B)(6) 2011. On (B)(6) 2011, the pt returned to the clinic and the events had still not resolved. The pt was diagnosed with "possible cellulitis," pictures were taken and she was referred to a plastic surgeon. The registered nurse did not know if the treatment with perlane-l caused the reported events. The registered nurse assessed the severity of the reported events as severe. The lot number and expiration date for both syringes of perlane-l were 10928 and 06/2012, respectively.

Manufacturer narrative:
Company comment: "could see the whole outline of where the product was injected in cheeks-worse on left side" is assessed as customer dissatisfaction which is not an adverse event.